Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons with an unknown male sling. The sling remains implanted and an artificial urinary sphincter (aus) cuff, pump, and balloon was implanted.